Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 9fr sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized and the evar procedure was completed. The knot of one proglide device was successfully advanced and tightened; however, when tightening the knot of the other proglide device, a suture break occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could be not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, pushing more than tensioning the rail limb. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.